Event description:
It was reported to resmed that an astral device displayed an error message (sf 148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The device was calibrated to address the reported issue. The device was cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 148) related to the blower. There was no patient harm or serious injury reported as a result of this incident.